Manufacturer narrative:
Based on the current information provided, the root cause of the post-operative complication cannot be determined or is unknown. There is no allegation that a malfunction of a da vinci product occurred. If additional information is received, a follow-up MDR will be submitted. No image or video clip for the reported event was submitted for review. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures with the exception of a large needle driver instrument (part #71006-12; lot #k14210921-0125) which had zero lives remaining at the end of the procedure. A review of the site's complaint history shows no complaint filed against the instruments. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted prostatectomy procedure, the patient returned to surgery 24 hours later due to post-operative bleeding. The patient received 2 units of packed red blood cell and underwent a secondary da vinci-assisted surgical procedure to repair an iliac vein that was found to be severed. The cause of the operative complication is unknown. There is no specific allegation that a malfunction of a da vinci product occurred. At this time, the cause of the post-operative complication is unknown.

Event description:
It was initially reported after completion of a da vinci-assisted prostatectomy surgical procedure, the patient returned to surgery 24 hours later due to post-operative bleeding. It is unclear if there were any intra-operative complications identified during the initial da vinci-assisted surgical procedure. Intuitive surgical, inc (isi) contacted the site's robotics coordinator and received the following additional information about the complaint: the initial da vinci-assisted prostatectomy procedure was completed robotically. Post-operatively, the patient was noted to have a distended abdomen and his hemoglobin began to drop from 14 down to 8. As a result, the patient was transfused 2 units of packed red blood cells and brought back to surgery. The patient underwent a secondary da vinci-assisted re-operation procedure, performed by the primary surgeon's partner, and was found to have a severed iliac vein. It is unknown if the injured vessel was the left or right iliac vein. The size of the injury is also unknown. Three liters of blood were removed and the surgeon repaired the iliac vein. Details regarding how the vessel was repaired were not disclosed. The case was completed robotically and the patient was reportedly recovering well.